Manufacturer narrative:
Issue reported by field service engineer. Repair completed. Issue and repair results to be reviewed by product support management. A follow-up MDR will be filed when review is complete and approval is received.

Event description:
System went down with a pre-fire error and would not shock. Case aborted.

Manufacturer narrative:
Device evaluated by a healthtronics field service engineer (fse). Fse was able to verify the reported issue and found that signal loss was the cause of the error. Device repaired and returned.